Event description:
The customer reported an error 99 during use. The device was received for investigation. Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed. System error as described in complaint description is not written in device history log. Technical error 99 (sub code 0004) was triggered right after this event (abnormal switch off) as a consequence of the unknown system error triggered. Technical error 99 is confirmed in device history log. Complaint is confirmed per history log. Reproducible tests did not allow to reproduce on site the unknown system error that occured at customer. Internal check of device is conform. No more information is available regarding the trigger of this issue. A CAPA was initiated for this issue. Investigation is on going.

Event description:
The customer reported an error 99 during use.